Event description:
It was reported the coil reported the coil could not be detached with the instant detacher or via manual method and was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00259

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).